Manufacturer narrative:
The tibial insert ws not returned to the manufacturer; consequently no evaluation could be performed. A revision surgery was performed to replace the entire knee prosthesis using another manufacturer's system. Any new information that is received on this incident or patient condition will be submitted in a follow-up report.

Event description:
It was reported that the patient recently fell twice which resulted in loosening of the collateral ligaments. This required the tibial insert to be replaced with a thicker insert.